Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2013 with the following findings: a review of the black box history did not show any unusual power on resets. The total daily doses added up to correctly the user¿s programmed basal rates. No damage was found to the battery compartment. The returned battery cap was found to be within specifications and fit securely to the pump. During testing, the pump was exercised for 24 hours without any alarms or power loss. The pump cover was removed and no damage was found to the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that there have been issues since the patient has had the pump and the patient¿s physician had discontinued the use of the pump. The reporter alleged the pump ¿shut off.¿ troubleshooting revealed no events in the pump history to support the claim of the pump shutting off. There was no reported adverse event associated with this complaint. This complaint is being reported because the pump allegedly powered off without a known cause and this remained unresolved with troubleshooting.